Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2 and h11. Upon review of additional information received, the temporary pacing was external and there was no permanent pacemaker implanted. Hence this MDR will be voided as it is no longer reportable.

Event description:
Additional information received stated that the temporary pacing was external and there was no permanent pacemaker implanted.

Event description:
As per additional information received, the patient was discharged on post-operative day 7 and no permanent pacemaker was implanted.

Manufacturer narrative:
Information added/updated to section b4, b5, d4 (serial number & primary unique device identification (UDI) number), g3, g6, h2 and h6 (health effect - impact code). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 48 mm evoque procedure in tricuspid position when on the same day, the patient developed a right bundle branch block. A temporary pacemaker was implanted.